Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for high pacing impedances on the right ventricular (rv) lead. It was noted that this is a slow rise in impedance and possible mineralization was suspected. The physician has chosen to raise the alert limit and continue to monitor the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.